Event description:
It was reported during surgery that t2 fell off when t1 was deployed. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t2 fell off when t1 was deployed.¿ the device was returned with t1, t2 and suture separated from the device. T1 had been pulled back through tissue post deployment as noted by the ¿v¿ condition. The suture had cinched the anchors closer together. The device had been deployed at least twice prior. T2 being freed could be due to inadvertent double triggering or the cinching. Attempted fixing of anchors too widely apart may also free t2 prematurely. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported during surgery that t2 fell off when t1 was deployed. All the ts were removed. A backup device was available to complete the procedure with no patient injuries. A delay greater than 30 minutes was reported.